Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 350 mg/dl. The customer stated that there is crack on battery compartment. The customer does know how the damage occurred. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose was 350 mg/dl. The customer was advised that weak battery will occur prior to a failed battery test or low battery alert.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.